Manufacturer narrative:
Initial report sent to FDA on 11/26/2007.

Event description:
Procedure: urological according to the reporter: it was reported that following an avaulta procedure, the pt developed bilateral rectal abscesses, graft migration, and fistula.